Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent obstruction, elevated iop, and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A patient reported following the implant of a micro-stent device, the device clogged and caused severe migraine headaches and a deterioration of vision. The patient also experienced a significant increase in eye pressure and a hardened cornea. The patient required emergency hospitalization and an overnight stay. Additional information was requested.

Event description:
Additional information received from the surgeon reports the patient is experiencing "intraocular pressure intermittently low and has chronic chorioretinal folds and hyperopia for which he has declined further surgical intervention".

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because no clinical data was received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).